Event description:
It was reported by service report that there was a broken weld on the litter. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Service tech visited facility to perform assessment. Caller and device were not able to be located.